Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s test strips #3694150 have been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france alleging that their onetouch vita enhanced meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred at 7:23pm on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿206mg/dl¿ on the subject meter, and ¿106mg/dl¿ on another meter performed within 30 minutes of each other. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and, in response to the high subject meter result, took an extra unit of lantus insulin at 7:30pm. ¿one hour¿ after this, the patient experienced feeling ¿shaky¿ ¿ a symptom which they associated with hypoglycemia. During the follow up call with the csr the patient stated that they self-treated this by drinking orange juice, and felt better ¿10 minutes later.¿ at the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (03/28/2015). The patient¿s meter has been returned on 3/12/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.